Manufacturer narrative:
The device was successfully installed on 10/03/2007 and appears to perform as expected until 07/18/2010. After this date the device begins to switch itself on and off automatically, timing otu and can lead to the depleting of the pad-pak. The device did emit a memory full and low battery warning on 07/18/2010. The problem with the device was traced to a faulty membrane but did perform as expected from date of first installation until 07/18/2010. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.